Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6 the collected logs were provided and reviewed. The communications with the customer reports that the patient weight was entered as 13 kg and not the correct 131 kg. This will greatly impact the impedance scaling, and that will effect catheter size and movement. The issues seen by the customer were the result of the incorrect patient size. The software is functioning as designed. Based on the impersonation performed and the information provided, the software functioned as intended.

Event description:
During an atrial flutter ablation procedure, the location movement was delayed. It was noted that the software version appeared to be 5.2. The procedure was cancelled due to this issue. There were no adverse consequences to the patient.